Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device initially showed 8 years remaining longevity several months ago. During the recent check, the device showed five and a half years remaining longevity. Analysis showed that the battery diagnostic data indicates that the power consumption of this device has been increasing for about a year. The malfunction appeared to be consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.